Event description:
Customer reportedly received the following results on the mobile system 1, 2, and 3 within 10 minutes: 508 mg/dl, 140 mg/dl, and 152 mg/dl, 254 mg/dl, 85 mg/dl, and 86 mg/dl. The comparisons were performed on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number and expiration date unknown). (B)(4).